Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at routine changeout, after connecting to the new device, dfts were unsuccessful and the patient had to be externally rescued. Insulation damage suspected. The lead was capped and replaced.